Event description:
The lay user/patient contacted lifescan (lfs) on september 25,2006 alleging high readings on her one touch basic enhanced meter. The patient refused to answer many questions from the customer care advocate (cca) and disconnected the call. A medial affairs specialist (mas) mailed a letter to the patient since the user could not be reached for further clinical information. In 2006, obtained a blood glucose reading of 131 mg/dl and experienced symptoms the patient relates to having a low blood glucose. The patient was unwilling to verify whether she took any medications or eat anything after attempting to use the meter. The patient received assistance/advice from a medical professional. The patient refused to provide any further clinical information. It would have been helpful to know the patient's diabetes regimen, readings prior to the incident, whether the patient was tested on another device, and whether the patient received any medical treatment at the physician's office. It would have also been helpful to know the condition of the test strips and to run a quality control test on the test strips. The technique of applying blood on the test strip was correct and the patient had been cleaning the puncture area correctly. Customer care advocate (cca) sent the patient a replacement meter. The complaint is being reported since the patient's symptoms may not have correlated with the lfs meter readings. It is unk what treatment, if any, the patient received.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.